Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, lens opacity: asc, pupil block with elevated iop, pupil anomaly, shallow ac and blurred vision the lens remains implanted. The cause of the event was reported as other. Cause details provided: "iol with large wtw". H6-health effect- clinical code: "4581- pupil anomaly and shallow ac" should be added and 'hazy' should be removed. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: cataract and iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. H6-health effect- clinical code: 4581- 'hazy' should be added. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, lens opacity: asc, pupil block with elevated iop, blurred vision, and hazy view. The lens remains implanted. The cause of the event was reported as other. Cause details provided: "iol with large wtw". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.